Event description:
During an attempt to advance the wire guide to the common bile duct, the wire guide headed to a periphery of the bile duct. The physician manipulated the wire guide and upon withdrawal, noted the top had severed from the wire guide and left in the bile duct. No resistance was encountered during the attempted withdrawal. The physician judged the severed tip would not obstruct alleviation of jaundice, and that an additional procedure would incur greater risk, therefore, it was decided not to retrieve the severed tip. The pt's family was informed of this incident.